Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir tubing of their insulin pump. The customer stated that they could not see the air bubbles at the time because they had just had eye surgery. The customer also mentioned that they had been hospitalized twice for diabetic ketoacidosis. The customer did not mention what their blood glucose levels were nor did they give the time and date of the hospitalization. The customer felt symptoms of vomiting but the customer treated their blood glucose with their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.